Manufacturer narrative:
D10: device available for eval: yes. D10: returned to manufacturer on: 20-sep-2023. H.6 investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed. Additionally, the customer samples along with 100 retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Improper assembly of the shield and stopper can happen at the metro where the stopper is placed/pushed into the shield. If a stopper goes into the rail crooked or cocked it can potentially go into a shield and be placed on a tube. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 7 bd vacutainer® pst¿ gel and lithium "heparin" (lh) 83 units blood collection tubes the stopper is loose and leakage occurs. There was no report of patient impact. The following information was provided by the initial reporter: tube hemogard loose and rubber stoppers are not align. Noted several pst and edta tube with occurrence of hemogard cap loose causing blood splash/ leakage during transportation via "pneumatic" tube system despite non-opening tube cap application method has been practiced.

Event description:
It was reported that during use with 7 bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the stopper is loose and leakage occurs. There was no report of patient impact. The following information was provided by the initial reporter: tube hemogard loose and rubber stoppers are not align. Noted several pst and edta tube with occurrence of hemogard cap loose causing blood splash/ leakage during transportation via pnuematic tube system despite non-opening tube cap application method has been practiced.

Manufacturer narrative:
D.1. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.